Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and completion of the plant's investigation. Related mdrs: 2937457-2014-00745, 8030665-2014-00343 and 1713747-2014-99956.

Event description:
A peritoneal dialysis (pd) nurse reported a pt was hospitalized for a couple of days for low blood sugar. She stated this was not cycler related. Med records were requested.